Event description:
Device 2 of 2: ref MFR report: 1627487-2014-26858. The pt's spouse reports the pt is experiencing auto-reducing on all of her programs. The sjm rep met with the pt and initially reprogramming was able to resolve the issue. Follow up info identified the issue has recurred and reprogramming was unable to resolve the issue. Lead diagnostics revealed high impedance. Surgical intervention may be pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.